Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was to be used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, after unpacking the device, the nurse noticed that one of the wires was broken. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was to be used during a colonoscopy procedure performed on (B)(6), 2011.according to the complainant, after unpacking the device, the nurse noticed that one of the wires was broken. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination found that the device returned with the washer tail bent and protruding from the clevis. No abnormalities were noted with the device riveting and welding which were within specification. Functionally, the device jaws were able to be opened and closed without issue. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. There are controls in the manufacturing process that exist to limit product performance issues. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. However, there is an open investigation to address tail bent issues.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4) for the reported event of wire break the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).